Event description:
It was reported that two replacement charge paks have been installed in the device within five months and now the device will not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.